Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver tip broke off while inserting screw during a left hip surgery. Surgical technique was utilized. There was no patient impact, and no medical or surgical intervention. There was also no surgical delay and no surgical complications. Foreign body was not retained. No additional information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The product was returned and evaluated. A visual examination of the returned product identified scuffing on the shaft. Both of the joints also had some indentations. The hex tip of the device had fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed due to the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.